Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported patient is getting message settings not available cannot provide your desire setting on the controller since monday. Caller stated patient had sleep study last wednesday and yesterday. Caller stated patient had xray done, caller mentioned patient is having a lot of appointments lately and physical therapy, occupational therapy, and knee injection due to parkinson. Patient services specialist asked caller if patient had fall or trauma and caller said no. Agent asked clarifying questions. Patient service asked caller to connect with the controller and controller show group a with 3 programs and patient cannot increase the stimulation on any program. Caller stated patient has only one group to choose from. Agent reviewed device function and meaning of message and recommend patient consult with hcp ofc for next steps. Agent reviewed reps role. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw a manufacturer representative (rep) on tuesday for reprogramming. Caller stated that the rep set the patient up on program b but patient was not feeling stimulation in their legs at all. Caller mentioned that the rep told the patient to wait for a month and see if the stimulation came back. Patient rep stated program 1 in their back was increased only to 1.0, otherwise patient feels like they are being pinched. Program 2 and 3 for legs were increased to 5.0 but patient was still not feeling therapy. Additional information was received from the patient. When asked to clarify the statement about having an x-ray done and whether the "settings not available" message was seen before or after the x-ray, the patient stated no x-ray was done. When asked for the cause of the "settings not available" and inability to increase stimulation, the patient stated a manufacturer representative (rep) tried to reprogram, but then patient no longer had stimulation in both legs. The rep advised to wait a month. Patient r equested another rep meet them at their next appointment on (B)(6) 2024. At the (B)(6) 2024 appointment, the new rep tried to reprogram, and stimulation could be increased/decreased in the patient's back, but they're unable to increase stimulation in their legs (c ompletely gone). It was determined a lead had pulled away from the battery. The issue has not been resolved. Patient reported that their battery and lead will be replaced on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# j0546739v. Implanted: (B)(6) 2008. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.